Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 55-year-old female patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. During the procedure, the patient was coagulopathic. Several blood products were administered until the oozing from the graft stopped. Estimated blood loss (ebl) of 1.5l. After the axillary pocket was closed, there was a pericardial effusion found on the right side of the heart. A pericardial window was performed and 0.5l of dark blood was found, which was possibly related to a pacemaker insertion prior to the impella placement. While the patient was in the intensive care unit (ICU), there was intermittent loss of placement signal with controller error message. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.2l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
D6b updated. Corrected data. D4 catalog number updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Difficult to advance: due to a lack of sufficient clinical details, the cause of the difficulty to advance cannot be established. Placement signal issue: due to a lack of data logs and product returned, the cause of the placement signal issue cannot be established. Major bleed: due to a lack of sufficient clinical details, the cause of the major bleed cannot be established. Pericardial effusion: the cause of the pericardial effusion cannot be established due to a lack of sufficient clinical details. D4 revised.